Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient's interstim implant stopped working after 5 years. Patient stated that it stopped helping them, and that at that time patient did not get a new one implanted because they started taking a new medication which was helping them instead. Patient mentioned that did not recall the date they had the device removed. No further complications were reported or anticipated. (Please refer to pe (B)(4) for event pertaining to frequent urination).